Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's lifevest poked his ribs and it caused his skin to break down. There was no alleged device malfunction contributing to the irritation. Outcome of the skin irritation is unknown. Reporting out of the abundance of caution.